Manufacturer narrative:
A geting fse stated that, this order involves many accessories, and the repair fee is high. Fse still communicating with the hospital about the repair. The order has not been completed yet, so we cannot provide relevant information for the time being. Fse will provide relevant information and service reports after the order is completed. The investigation shall be closed now, if any additional repair information received the complaint will be reopened and updated it.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the balloon in use was damaged and blood entered the cs100 intra-aortic balloon pump (iabp). The clinician removed the device in time. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a